Event description:
It was reported that during a procedure, when the nurse attempted to increase the power on the display, the "increase button locked on and wasn't able to come off." The laser was turned off after no other buttons would function and when the laser was rebooted it would not work. The laser could not be utilized to complete the procedure and the physician had to stent the patient. The procedure will need to be rescheduled at a later date. No injury to the patient reported.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service in the field was performed on april 05, 2016. The replaced control panel was not returned to the manufacturer.

Manufacturer narrative:
The reported ¿no power¿ issues were verified and determined to be the result of a faulty ¿power up¿ switch on the control panel. The control panel was replaced and system powers and safety feature checked and verified. The system was tested and verified to meet specification.